Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. No unexpected insulin flow blocked alarms or no delivery alarms noted during testing. Unit received with same audio tone when switching from volume 5 to volume 1, pump error 63 (variable 3) was present in the pump trace download and pump error 63 (variable 3) alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose. The customer blood glucose level was 19 mmol/l at the time of incident. Customer reported that they got no delivery alarms and cannula was completely bend. The insulin pump will not be returned for analysis.